Event description:
After using the rescomf CPAP machine cleaner, I began having difficulty speaking and had to see an ent specialist. I have been prescribed additional medications to correct the issues caused by the rescomf. The chemicals leave a stinging in my throat after I have cleaned my machine in the morning. The stinging lasts for hours. The difficulty in speaking has lasted for over a month. Sold by (B)(4).